Manufacturer narrative:
This spontaneous case was reported by a physician, and describes the occurrence of abdominal pain lower ('pain in left lower abdomen') and endometrial ablation ('novasure endometrial ablation procedure'). In a 39-year-old female patient who had essure inserted. The patient's medical history included: adhd. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopically tubes removed on (B)(6) 2021). Essure was removed on 3-feb-2021. At the time of the report, the abdominal pain lower and endometrial ablation outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and endometrial ablation with essure. The reporter commented: essure removal was performed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 26.4 kg/sqm. Sample received at quality unit? Yes. Date of sample received at quality unit? (B)(6) 2019. Sample description after receiving at quality unit? Two micro-inserts received. Quality safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-feb-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('pain in left lower abdomen') and endometrial ablation ('novasure endometrial ablation procedure') in a (B)(6) year-old female patient who had essure inserted. The patient's medical history included adhd. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopically tubes removed on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower and endometrial ablation outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and endometrial ablation with essure. The reporter commented: essure removal was performed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.